Event description:
New information received noted an additional instance of post-paced t-wave oversensing (pptwos).

Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing (pptwos). Programming changes were recommended but not yet completed. The patient was stable and asymptomatic.